Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Cts provided complete pump reset information and assisted the caller through the reset process, which resolved the issue as the cgm error code did not appear again, allowing the caller to successfully start their sensor session.